Event description:
On (B)(6) 2011, patient was discharged from hospital. On (B)(6) 2011: per billing records, patient underwent x-ray of thoracolumbar. Impression: pedicle screws with associated posterior r ods were seen. Postsurgical and degenerative changes. On (B)(6) 2011: patient underwent x-ray of lumber spine 3 view due to kyphosis. Impression: post surgical changes, no hardware failure. Slight scoliosis convex to the left, retrolisthesis l3-l4 as described above. Result: pedicle screws with posterior fixation rods are noted in the lumber and thoracic pain. Some chronic compressive changes lower thoracic spine. Evidence of moderate retrolisthesis of l3-l4. Some interspace narrowing noted anteriorly at the l3-l4 level on the standing projection .no evidence of hardware failure. Slight scoliosis convex to the left in the standing frontal projection. No lytic or blastic lesions. The sacro-iliac joints are unremarkable. On (B)(6) 2012, patient presented for knee pain. He was diagnosed with chronic low back pain and knee joint pain. He underwent lumbar spine x-rays. Findings: a 6-mm retrolisthesis of l3 on l4 is noted. Harrington rods are noted in situ from t8 through l3, with nonacute 35% anterior loss of height of t12 noted. Diffuse degenerative disk changes are present to l3 l4 level. The pedicles are intact. A moderate levoscoliotic curvature is noted. The si joints are symmetrical. On (B)(6) 2012, patient presented with knee joint pain. Location anterior, quality-sharp, with night pain; exacerbating factors: climbing stairs, walking and ER pivoting, squatting; associated symptoms: gel phenomenon, pseudo-giving way, pseudo-locking, swelling and theater sign. Mild difficulty in ambulation. Back pain: scoliosis, harrington rods-subsequent rod removal-ongoing lbp. On (B)(6) 2012, the patient presented with knee joint pain. Patient underwent xr knee left. Impression: premature arthritic changes in the knee with lateral patellar tilt and septation the patella which may be congenital. Findings: moderate premature lateral compartment narrowing is noted with lateral marginal spurring. Mid patellofemoral degenerative changes are noted. The patient has a septation in the patella in the medical aspect, nonacute. Lateral patellar tilt is noted, severe. No acute fracture, dislocation or effusion is noted. On (B)(6) 2012, the patient underwent MRI joint of lower extremity. Impression: osteoarthritic changes most severe in the patellofemoral and lateral compartments of the knee. Degeneration and subluxation of the lateral meniscus with a probable horizontal tear. Suprapatellar effusion. Old ununited fracture medial aspect of patella versus bipartite patella. Abnormal signal lateral femoral condyle with a small osteochondral defect laterally. Diagnosis: pain in joint, lower leg. Comments: MRI left knee lateral pain r/o lateral meniscus tear. Findings: the anterior and posterior cruciate ligaments are intact. There is a small suprapatellar effusion. There are moderately severe osteoarthritic changes. The medial meniscus appears intact. The lateral meniscus demonstrates meniscal degeneration and lateral subluxation. Additionally there is a suggestion of a horizontal tear in the posterior horn extending onto the body. The collateral ligaments and patellar tendon appear intact. There is suggestion of an old ununited fracture the medial aspect of the patella. The fat suppressed t2 weighted sequences demonstrate some increased signal within the lateral femoral condyle and medial tibial plateau. This is associated with a small osteochondral defect in the lateral femoral condyle. On (B)(6) 2012, the patient called the surgeon to discuss test results. The MRI confirmed a tear of his lateral meniscus as well as significant arthritic changes in the joint. On (B)(6) 2012, the patient presented with low back pain. Worse with morning rising. Gait normal, bale to toe/heel rise. Ls spine with left lower thoracic/ upper lumbar prominence. Tenderness in lower ls spine, mild discomfort over left paraspinal muscles approx. Lumbothoracic junction. On (B)(6) 2013, the patient presented with low back pain. Initial examination done for chronic mid and lower back aches and pains persis ting since spine surgery in 2009 and 2011. Stiffness and pain first thing in the morning, improves with mobility. Pain worsens with work activity like walking and flexibility. Pain l>r mid to lower lumbar spine and paraspinal region. On (B)(6) 2013, the patient presented with l>r mid to lower lumbar spine and paraspinal region. The posture was forward head/rounded shoulders, left thoracolumbar prominence, increased lowest lumbar lordosis. His gait was a stiff trunk. On (B)(6) 2013, the patient presented with chronic back pain. On (B)(6) 2013: per billing records,patient was diagnosed with tear of lateral cartilage or meniscus of knee. On (B)(6) 2013, the patient presented with back pain and underwent xr of lumbar spine. Impressions: no interval change. No acute findings (B)(6) 2013, the patient was called and told x-ray had not changed and there was no fracture of rod seen. On (B)(6) 2013, the patient was diagnosed with back pain. He underwent xr lumbosacral spine. Findings: harringtons rods are seen in place from t8 through l3 without interval change. There is a rotoscoliosis at the thoracolumbar junction convex to the left. There is retrolisthesis of l3 over l4 without interval change. There is compression fracture of t12 vertebral body without interval change. Moderate degenerative disk disease is seen at l2 and l3 without interval change. The rest of and disk spaces are normal in height without significant degenerative changes. On (B)(6) 2013, the patient was diagnosed with trauma to back. On (B)(6) 2013, patient underwent CT lumbar spine. Impression: no acute fractures are identified. The hardware appears intact. Diagnosis: trauma to back. Findings: scoliosis of lumbar spine convex to the left. Retrolisthesis of l3 over l4 without interval change. No acute fracture is identified. There is old compression fracture of t12 vertebral body. There has been posterior spinal fusion with harrington rods extending from t12 through l3. The hardware is intact without fractures or loosening. There is limited visualization of the disk spaces and neural foramina due to beam hardening artifact arising from the hardware. At l4-l5, there is mild disk bulging without spinal stenosis or neural foraminal narrowing. No paraspinal soft tissue abnormalities are seen. On (B)(6) 2013, the patient presented for consultation. Visit diagnosis; kyphosis. Patient complains of intermittent low back pain and left buttock pain. Radiographic plain lumbosacral films show pediclea fixation from t9-l3. Broken rod on left side between t12 and l1(domino in place) (B)(6) 2013, the patient presented for follow up and pre surgery evaluation. Patient underwent x-ray of chest due to kyphosis. Impression: bilateral posterior thoracic spinal fusion rods with numerous pedicle screws. No pneumothorax. No pleural effusion no pulmonary edema. No lung consolidation. Heart size normal. Partially obscured mediastinal contours seem grossly unremarkable. No acute skeletal abnormality observed. Patient also underwent EKG.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that on : (B)(6) 2008, the patient presented for lab/ pathology examination. On (B)(6) 2009, the patient underwent CT lumbar spine without contrast. Impression ; kyphoscoliosis associated with isthmic spondylolisthesis at l5-s1. On (B)(6) 2009 the patient underwent posterior scoliosis fusion t2 to l4 with stainless steel pedicle instrumentation from t2 to l4, left iliac crest bone graft harvesting, application and removal of skull tongs, insertion of epidural catheter. Per-op notes: placed stainless steel fixed head screw instrumentation starting distally at each level. First perforated the cortical bone with a burr. Probed and tapped to 5.5mm. Probed that depth and patency and placed in 7.5mm in diameter screws from t9 to l4. Above t9, they used a 4.5mm tap and placed 6.5mm in diameter screws. The rods were first placed into the proximal several vertebrae and were secured with their caps. On (B)(6) 2009 , the patient presented for lab examination ; spine scoliosis ap lat - "mhmc" . On (B)(6) 2011 the patient was presented for office visit with back pain symptoms. Assessments: acute right ankle and right hand sprain and left lower rib contusion. On (B)(6) 2011, the patient presented for x ray scoliosis standing . On (B)(6) 2011 the patient underwent removal of partial instrumentation, revision instrumentation at t10-l3, exploration of fusion. Preoperative diagnosis: broken rod, status post kyphosis fusion. Findings: solid fusion; dislodged cap; rod fracture between l1-2. Perop notes: removed cross link distally. Removed locking caps of t11 through l3 on the right side and the same on the left side. The broken piece of rod distally was lifted out. All the other instrumentation was replaced with new instrumentation of legacy. With the solid fusion, there was no reason for additional bone work. The patient underwent x rays of the thoracic and lumbar spine. Result: pedicle screws and associated posterior fixation rods are seen at multiple levels in the thoracic and lumbar spine. On (B)(6) 2011 the patient underwent CT scan of the thoracic and lumbar spine. Impressions: limited study as beam hardening artifact limits evaluation for canal stenosis. If there is additional interest to myelogram would be helpful. There is however no significant foraminal stenosis at any level in the thoracic or lumbar spine. Bilateral pars defects without anterior listhesis at l5-s1. Age indeterminate but probably old fracture of t12. The patient also underwent CT scan of the lumbar spine. Limited study as beam hardening artifact limits evaluation fro canal stenosis. If there is additional interest to myelogram would be helpful. There is however no significant foraminal stenosis at any level in the thoracic or lumbar spine. On (B)(6) 2013, the patient presented with back pain and underwent xr of lumbar spine. On (B)(6) 2013 , the patient presented for consultation . Visit diagnosis ; kyphosis . On (B)(6) 2013, the patient presented for follow up and pre surgery evaluation. On (B)(6) 2013, the patient presented for revision of left thoracolumbar rod . The reason for hospitalization was broken thoracolumbar rod. Pre-op diagnosis : failed spinal instrumentation . The patient underwent following procedure; removal of posterior thoracolumbar instrumentation , reinsertion of t2-l3 spinal instrumentation. During the procedure, "the surgeon removed fractured rod . Set screws were removed from pedicle screws on the left side . New steel rod was contoured to the appropriate length and shape and secured to the pedicle screws extending from t2-l3. On (B)(6) 2013, the patient presented post-opp visit.

Manufacturer narrative:
Image review analysis: adult deformity connection with multiple pre-op, post-op and post revision x-rays. T2-l3 instrumentation is present. One standing ap film from 2009 show good deformity correction and pedicle screw constructs. Per report a rod fracture occurred, was revised and then occurred again. Per surgeon report solid bony fusion was present. Possible contributing factor include junctional failure. If fusion is present across construct. Later x-rays shows possible deformity progression at lower lumbar levels. Root cause indeterminate.